Event description:
It was reported that the patient's vns previously indicated high impedance. The date the high impedance originally was found was over a year ago however no specific date was provided. The site did not take any intervention at that time as the patient has been seizure free since 2009. Clinic notes dated (B)(6) 2012, were later received that indicated the patient was no longer feeling normal stimulation, but can feel magnet mode stimulation. The patient's generator was reportedly not able to be interrogated at the patient's last visit due to normal end of service. X-rays have not been taken at this time. No trauma or manipulation has been reported. Surgery to replace the patient's lead and generator is likely. No adverse events have been reported. Attempts for the missing product information are in progress.

Event description:
Additional information was received on (B)(6) 2012, that the patient underwent generator revision on (B)(6) 2012. An implant card indicated that the generator could not be interrogated. A lead discontinuity was also marked; however, the lead was not replaced. A manufacturer's consultant reported that a new generator was implanted, a system diagnostic was run twice, and dcdc=2 was noted for both diagnostics. There was no evidence of a lead break; therefore, no lead revision was performed.

Event description:
Follow-up showed that no x-rays were taken, and the initial "7/limit/high" report was uncertain.

Event description:
The explanted generator was returned on (B)(6) 2012. Product analysis was approved on (B)(6) 2012. The alleged end of service event was determined to be the result of normal battery depletion. The depletion was an expected event as determined by a battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Additional programming history was reviewed on (B)(6) 2012. Diagnostics indicate that high impedance was first seen on (B)(6) 2004.

Manufacturer narrative:
Review of programming history. Date of event, corrected data: additional information was received correcting the event date. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacture date, corrected data: previously submitted emdr omitted the manufacture date for this device. This report is being submitted to correct this data.